Manufacturer narrative:
Eval summary: as returned, the longer spike is fractured at it's base. Based on the lot number, the device has a potential field age of approx 3.5 years. The fracture of the spike may be attributed to several factors, including off-axis impaction and/or degradation of the material properties due to age and use. The exact cause of failure, however, cannot be determined at this time. Eval: review of the device history records did not find any deviations or anomalies. Dimensional readings and material hardness are conforming to print specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.

Event description:
It is reported that the spike broke off into the pt's bone. The surgeon was able to remove the spike.